Event description:
When the flow sensing module for a heart lung console was taken out of the box, the module had no power and led indicator did not turn on. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.